Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) frequently delivers inappropriate shocks for atrial fibrillation (af). In some episodes, therapy exhaustion has been observed. More recent inappropriate therapy resulted in prolonged hospitalization of the patient. It was also noted the patient has ongoing thyroid issues and uncontrolled af. Technical services (ts) was contacted, and programming and troubleshooting recommendations were discussed at length. No additional adverse patient effects were reported. This product remains in service.